Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device, presumably due to pump migration. A revision surgery was performed, during which the physician confirmed that the device nonfunctioning was secondary to a hole detected in the cuff. The device was explanted. There were no patient complications.